Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain(intermitent to constant)") and dyspareunia ("painful intercourse") in a 42-year-old female patient who had essure (batch no. A02558) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Co-suspect products included mirena intrauterine delivery system inserted. The patient's past medical history included female condom from (B)(6) 2012 to (B)(6) 2013. Concurrent conditions included menometrorrhagia, obesity and obesity. Concomitant products included norethisterone (nora-be) from (B)(6) 2012 to (B)(6) 2012 and progesterone (B)(6) 2012 to (B)(6) 2012 for visual disturbance as well as eugynon (levora) since 30-jul-2015 and levonorgestrel since (B)(6) 2015. On (B)(6) 2012, the patient had essure inserted. On the same day, the patient experienced hormone level abnormal ("hormonal changes: while not diagnosed as hormonal changes, I undergone hormone medication treatment for injuries above relating to menstruation and pain"). On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia (seriousness criterion medically significant), vaginal infection ("chronic vaginal infections"), dysmenorrhoea ("abnormally severe menstrual pain"), abdominal pain lower ("lower abdominal pain(intermitent to constant)"), menorrhagia ("prolonged and abnormal menstruation/ heavy menstrual bleeding/abnormal bleeding (menorrhagia)"), alopecia ("hair loss"), fatigue ("chronic fatigue"), weight increased ("weight gain"), vaginal haemorrhage ("vaginal bleeding/abnormal bleeding (vaginal)"), female sexual dysfunction ("apareunia"), hypersensitivity ("allergic or hypersensitivity reaction"), bladder disorder ("bladder disorder nos"), urinary tract disorder ("urinary problems"), back pain ("back pain (intermitent to constant)"), pruritus generalised ("itchiness all over body") and menometrorrhagia ("menometrorrhagia"). On (B)(6) 2013, the patient experienced vaginal discharge ("vaginal discharge"), visual impairment ("vison problems: vision problems and needed glasses"), eyeglasses therapy ("needed glasses"), abdominal pain upper ("epigastric pain") and uterine leiomyoma ("uterine fibroid"). On (B)(6) 2013, the patient underwent vaginal discharge ("vaginal discharge"), visual impairment ("vison problems: vision problems and needed glasses"), eyeglasses therapy ("needed glasses"), abdominal pain upper ("epigastric pain") and uterine leiomyoma ("uterine fibroid"). On an unknown date, the patient experienced arthralgia ("severe joint pain"), skin irritation ("skin irritation on face, including rashes, redness and bumps") with rash papular, weight decreased ("weight loss"), adenomyosis ("adenomyosis:endometrial tissue exists within and grows into the uterine wall"), eyelids pruritus ("itchy on eye lids"), hot flush ("hot flushes") and crying ("crying"). On an unknown date, the patient experienced tooth disorder ("dental problems") and blepharitis ("eyelid inflammation"). On (B)(6) 2015, the patient had mirena inserted (intra-uterine) 52 mg, releasing product at 20 mcg/24hr continuously for contraception and had it removed due to heavy menstrual bleedings, pelvic pain and dyspareunia. The patient was treated with erythromycin, tramadol hydrochloride (ultram), ibuprofen (motrin), surgery ((B)(6) 2017 hysterectomy with bilateral salpingectomy) and surgery (removal of mirena iud ((B)(6) 2016)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia, fatigue, vaginal haemorrhage and hot flush had resolved, the dyspareunia, vaginal infection, dysmenorrhoea, abdominal pain lower, arthralgia, skin irritation, weight increased, weight decreased, female sexual dysfunction, adenomyosis, hypersensitivity, bladder disorder, urinary tract disorder, tooth disorder, vaginal discharge, visual impairment, eyeglasses therapy, abdominal pain upper, uterine leiomyoma, back pain, hormone level abnormal, pruritus generalised, menometrorrhagia and crying outcome was unknown and the alopecia, blepharitis and eyelids pruritus was resolving. The reporter considered abdominal pain lower, abdominal pain upper, adenomyosis, alopecia, arthralgia, back pain, bladder disorder, blepharitis, crying, dysmenorrhoea, dyspareunia, eyeglasses therapy, eyelids pruritus, fatigue, female sexual dysfunction, hormone level abnormal, hot flush, hypersensitivity, menometrorrhagia, menorrhagia, pelvic pain, pruritus generalised, skin irritation, tooth disorder, urinary tract disorder, uterine leiomyoma, vaginal discharge, vaginal haemorrhage, vaginal infection, visual impairment, weight decreased and weight increased to be related to essure. The reporter provided no causality assessment for abdominal pain lower, abdominal pain upper, adenomyosis, alopecia, arthralgia, back pain, bladder disorder, blepharitis, crying, dysmenorrhoea, dyspareunia, eyeglasses therapy, eyelids pruritus, fatigue, female sexual dysfunction, hormone level abnormal, hot flush, hypersensitivity, menometrorrhagia, menorrhagia, pelvic pain, pruritus generalised, skin irritation, tooth disorder, urinary tract disorder, uterine leiomyoma, vaginal discharge, vaginal haemorrhage, vaginal infection, visual impairment, weight decreased and weight increased with mirena. The reporter commented: since removal surgery her symptoms have mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion,; on (B)(6) 2017: total bilateral occlusion 06jun2017- hysterosalpingogram impression: essure coils are well positioned within the fallopian tubes bilaterally, with bilateral tubal occlusion, focal filling defect left uterine body. This does not correspond to the location of the fibroid seen at prior ultrasound. Consequently, this may represent an endometrial polyp or a submucosal fibroid not visualized previously. Concerning the injuries reported in this case, the following ones were reported via social media female pelvic pain, metrorrhagia, uterine fibroids, leiomyoma, adenomyosis. Most recent follow-up information incorporated above includes: on 27-jun-2018: information from pfs. New reporter added. New event added: hot flushes, crying. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report. A 42-year-old female patient experienced pelvic pain and dyspareunia during the use of levonorgestrel intrauterine system (lng-ius) for contraception. Dyspareunia is unlisted while pelvic pain is listed according to the reference safety information for lng-ius. Considering the events´nature, a causal relationship between their occurrence and the use of lng-ius cannot be excluded.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain(intermittent to constant)") and dyspareunia ("painful intercourse") in a 42-year-old female patient who had essure (batch no. A02558) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Co-suspect products included mirena intrauterine delivery system inserted. The patient's past medical history included condom from (B)(6) 2012 to (B)(6) 2013. Concurrent conditions included menometrorrhagia, obesity and obesity, unspecified. Concomitant products included norethisterone (nora-be) from (B)(6) 2012 to (B)(6) 2012 and progesterone (B)(6) 2012 to (B)(6) 2012 for visual disturbance as well as eugynon (levora) since (B)(6) 2015 and levonorgestrel since (B)(6) 2015. On an unknown date, the patient had mirena inserted (intra-uterine) 52 mg, releasing product at 20 mcg/24hr continuously. On (B)(6) 2012, the patient had essure inserted. On the same day, the patient experienced hormone level abnormal ("hormonal changes: while not diagnosed as hormonal changes, I undergone hormone medication treatment for injuries above relating to menstruation and pain"). On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia (seriousness criterion medically significant), vaginal infection ("chronic vaginal infections"), dysmenorrhoea ("abnormally severe menstrual pain"), abdominal pain lower ("lower abdominal pain(intermitent to constant)"), menorrhagia ("prolonged and abnormal menstruation/ heavy menstrual bleeding/abnormal bleeding (menorrhagia)"), alopecia ("hair loss"), fatigue ("chronic fatigue"), weight increased ("weight gain"), vaginal haemorrhage ("vaginal bleeding/abnormal bleeding (vaginal)"), female sexual dysfunction ("apareunia"), hypersensitivity ("allergic or hypersensitivity reaction"), bladder disorder ("bladder disorder nos"), urinary tract disorder ("urinary problems"), back pain ("back pain (intermitent to constant)"), pruritus generalised ("itchiness all over body") and menometrorrhagia ("menometrorrhagia"). On (B)(6) 2013, the patient experienced vaginal discharge ("vaginal discharge"), visual impairment ("vison problems: vision problems and needed glasses"), eyeglasses therapy ("needed glasses"), abdominal pain upper ("epigastric pain") and uterine leiomyoma ("uterine fibroid"). On (B)(6) 2013, the patient underwent vaginal discharge ("vaginal discharge"), visual impairment ("vison problems: vision problems and needed glasses"), eyeglasses therapy ("needed glasses"), abdominal pain upper ("epigastric pain") and uterine leiomyoma ("uterine fibroid"). On an unknown date, the patient experienced arthralgia ("severe joint pain"), skin irritation ("skin irritation on face, including rashes, redness and bumps") with rash papular, weight decreased ("weight loss"), adenomyosis ("adenomyosis:endometrial tissue exists within and grows into the uterine wall") and eyelids pruritus ("itchy on eye lids"). On an unknown date, the patient experienced tooth disorder ("dental problems") and blepharitis ("eyelid inflammation"). The patient was treated with erythromycin, tramadol hydrochloride (ultram), ibuprofen (motrin), surgery ((B)(6) 2017 hysterectomy with bilateral salpingectomy partial hysterectomy with bilateral salpingectomy) and surgery (removal of mirena iud ((B)(6) 2016)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia, fatigue and vaginal haemorrhage had resolved, the dyspareunia, vaginal infection, dysmenorrhoea, abdominal pain lower, arthralgia, skin irritation, weight increased, weight decreased, female sexual dysfunction, adenomyosis, hypersensitivity, bladder disorder, urinary tract disorder, tooth disorder, vaginal discharge, visual impairment, eyeglasses therapy, abdominal pain upper, uterine leiomyoma, back pain, hormone level abnormal, pruritus generalised and menometrorrhagia outcome was unknown and the alopecia, blepharitis and eyelids pruritus was resolving. The reporter considered abdominal pain lower, abdominal pain upper, adenomyosis, alopecia, arthralgia, back pain, bladder disorder, blepharitis, dysmenorrhoea, dyspareunia, eyeglasses therapy, eyelids pruritus, fatigue, female sexual dysfunction, hormone level abnormal, hypersensitivity, menometrorrhagia, menorrhagia, pelvic pain, pruritus generalised, skin irritation, tooth disorder, urinary tract disorder, uterine leiomyoma, vaginal discharge, vaginal haemorrhage, vaginal infection, visual impairment, weight decreased and weight increased to be related to essure. The reporter provided no causality assessment for abdominal pain lower, abdominal pain upper, adenomyosis, alopecia, arthralgia, back pain, bladder disorder, blepharitis, dysmenorrhoea, dyspareunia, eyeglasses therapy, eyelids pruritus, fatigue, female sexual dysfunction, hormone level abnormal, hypersensitivity, menometrorrhagia, menorrhagia, pelvic pain, pruritus generalised, skin irritation, tooth disorder, urinary tract disorder, uterine leiomyoma, vaginal discharge, vaginal haemorrhage, vaginal infection, visual impairment, weight decreased and weight increased with mirena. The reporter commented: since removal surgery her symptoms have mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion,; on (B)(6) 2017: total bilateral occlusion. (B)(6) 2017- hysterosalpingogram. Impression: essure coils are well positioned within the fallopian tubes bilaterally, with bilateral tubal occlusion, focal filling defect left uterine body. This does not correspond to the location of the fibroid seen at prior ultrasound. Consequently, this may represent an endometrial polyp or a submucosal fibroid not visualized previously. Concerning the injuries reported in this case, the following ones were reported via social media female pelvic pain, metrorrhagia, uterine fibroids, leiomyoma, adenomyosis. Most recent follow-up information incorporated above includes: on (B)(6) 2018: the reporter information was added. Her historical/concurrent conditions were added. Concomitant medications were added. Mirena was updated to co suspect (previously reported as concomitant). Following events: eyelid inflammation, itchy on eye lids, itchiness all over body, menometrorrhagia. She had recovered from events: pelvic pain, fatigue, abnormal bleeding and rashes on skin. She was recovering from the events: ¨ allergy of eye hair loss.¿ incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain(intermitent to constant)") in a 42-year-old female patient who had essure (batch no. A02558) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included menometrorrhagia and obesity. Concomitant products included eugynon (levora) since (B)(6) 2015, levonorgestrel (mirena) and levonorgestrel since (B)(6) 2015. On (B)(6) 2012, the patient had essure inserted. On the same day, the patient experienced hormone level abnormal ("hormonal changes"). On (B)(6) 2013, the patient experienced vaginal infection ("chronic vaginal infections"), dysmenorrhoea ("abnormally severe menstrual pain"), dyspareunia ("painful intercourse"), alopecia ("hair loss"), fatigue ("chronic fatigue"), weight increased ("weight gain"), vaginal haemorrhage ("vaginal bleeding"), female sexual dysfunction ("apareunia"), hypersensitivity ("allergic or hypersensitivity reaction"), bladder disorder ("bladder disorder nos") and urinary tract disorder ("urinary problems"). On (B)(6) 2013, the patient experienced vaginal discharge ("vaginal discharge"), visual impairment ("vison problems") and eyeglasses therapy ("needed glasses"). On (B)(6) 2013, the patient underwent vaginal discharge ("vaginal discharge"), visual impairment ("vison problems") and eyeglasses therapy ("needed glasses"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("lower abdominal pain(intermitent to constant)"), arthralgia ("severe joint pain"), skin irritation ("skin irritation on face, including rashes, redness and bumps") with rash papular, weight decreased ("weight loss"), adenomyosis ("adenomyosis:endometrial tissue exists within and grows into the uterine wall") and back pain ("back pain (intermitent to constant)"). On an unknown date, the patient experienced menorrhagia ("prolonged and abnormal menstruation/ heavy menstrual bleeding") and tooth disorder ("dental problems"). On an unknown date, the patient experienced abdominal pain upper ("epigastric pain") and uterine leiomyoma ("uterine fibroid"). The patient was treated with erythromycin and surgery ((B)(6) 2017 hysterectomy with bilateral salpingectomy partial hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vaginal infection, dysmenorrhoea, abdominal pain lower, menorrhagia, arthralgia, dyspareunia, skin irritation, alopecia, fatigue, weight increased, weight decreased, vaginal haemorrhage, female sexual dysfunction, adenomyosis, hypersensitivity, bladder disorder, urinary tract disorder, tooth disorder, vaginal discharge, visual impairment, eyeglasses therapy, abdominal pain upper, uterine leiomyoma, back pain and hormone level abnormal outcome was unknown. The reporter considered abdominal pain lower, abdominal pain upper, adenomyosis, alopecia, arthralgia, back pain, bladder disorder, dysmenorrhoea, dyspareunia, eyeglasses therapy, fatigue, female sexual dysfunction, hormone level abnormal, hypersensitivity, menorrhagia, pelvic pain, skin irritation, tooth disorder, urinary tract disorder, uterine leiomyoma, vaginal discharge, vaginal haemorrhage, vaginal infection, visual impairment, weight decreased and weight increased to be related to essure. The reporter commented: since removal surgery her symptoms have mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 82.54 kgs. Hysterosalpingogram - on (B)(6) 2017: occlusion of fallopian tubes. (B)(6) 2017- hysterosalpingogram. Impression: essure coils are well positioned within the fallopian tubes. Bilaterally, with bilateral tubal occlusion, focal filling defect left uterine body. This does not correspond to the location of the fibroid seen at prior ultrasound. Consequently, this may represent an endometrial polyp or a submucosal fibroid not visualized previously. Concerning the injuries reported in this case, the following ones were reported via social media female pelvic pain, metrorrhagia, uterine fibroids, leiomyoma, adenomyosis. Most recent follow-up information incorporated above includes: on 28-feb-2018: pfs and medical record received. Medically confirmed case. Reporter and patient demographics were added. Concomitant disease, laboratory data, concomitant drugs were added. Updated suspect drug indication. Events vaginal bleeding, apareunia, adenomyosis, allergic or hypersensitivity reaction, bladder disorder nos, urinary problems, dental problems, vaginal discharge, vision problems, needed glasses, epigastric pain, uterine fibroid, back pain and hormonal changes were added from pfs and updated events and event outcome was added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain (intermittent to constant)") and dyspareunia ("painful intercourse") in a 42-year-old female patient who had essure (batch no. A02558) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Co-suspect products included mirena intrauterine delivery system inserted. The patient's past medical history included female condom from 1-nov-2012 to 3-feb-2013. Concurrent conditions included menometrorrhagia, obesity and obesity. Concomitant products included norethisterone (nora-be) from (B)(6) 2012 and progesterone (B)(6) 2012 for visual disturbance as well as eugynon (levora) since (B)(6) 2015 and levonorgestrel since (B)(6) 2015. On (B)(6) 2012, the patient had essure inserted. On the same day, the patient experienced hormone level abnormal ("hormonal changes: while not diagnosed as hormonal changes, I undergone hormone medication treatment for injuries above relating to menstruation and pain"). On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia (seriousness criterion medically significant), vaginal infection ("chronic vaginal infections"), dysmenorrhoea ("abnormally severe menstrual pain"), abdominal pain lower ("lower abdominal pain(intermittent to constant)"), menorrhagia ("prolonged and abnormal menstruation/ heavy menstrual bleeding/abnormal bleeding (menorrhagia)"), alopecia ("hair loss"), fatigue ("chronic fatigue"), weight increased ("weight gain"), vaginal haemorrhage ("vaginal bleeding/abnormal bleeding (vaginal)"), female sexual dysfunction ("apareunia"), hypersensitivity ("allergic or hypersensitivity reaction"), bladder disorder ("bladder disorder nos"), urinary tract disorder ("urinary problems"), back pain ("back pain (intermitent to constant)"), pruritus generalised ("itchiness all over body") and menometrorrhagia ("menometrorrhagia"). On (B)(6) 2013, the patient experienced vaginal discharge ("vaginal discharge"), visual impairment ("vison problems: vision problems and needed glasses"), eyeglasses therapy ("needed glasses"), abdominal pain upper ("epigastric pain") and uterine leiomyoma ("uterine fibroid"). On (B)(6) 2013, the patient underwent vaginal discharge ("vaginal discharge"), visual impairment ("vison problems: vision problems and needed glasses"), eyeglasses therapy ("needed glasses"), abdominal pain upper ("epigastric pain") and uterine leiomyoma ("uterine fibroid"). On(B)(6) 2015, the patient had mirena inserted (intra-uterine) 52 mg, releasing product at 20 mcg/24hr continuously. On an unknown date, the patient experienced arthralgia ("severe joint pain"), skin irritation ("skin irritation on face, including rashes, redness and bumps") with rash papular, weight decreased ("weight loss"), adenomyosis ("adenomyosis:endometrial tissue exists within and grows into the uterine wall"), eyelids pruritus ("itchy on eye lids"), hot flush ("hot flushes") and crying ("crying"). On an unknown date, the patient experienced tooth disorder ("dental problems") and blepharitis ("eyelid inflammation"). The patient was treated with erythromycin, tramadol hydrochloride (ultram), ibuprofen (motrin), surgery ((B)(6) 2017 hysterectomy with bilateral salpingectomy) and surgery (removal of mirena iud ((B)(6) -2016)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia, fatigue, vaginal haemorrhage and hot flush had resolved, the dyspareunia, vaginal infection, dysmenorrhoea, abdominal pain lower, arthralgia, skin irritation, weight increased, weight decreased, female sexual dysfunction, adenomyosis, hypersensitivity, bladder disorder, urinary tract disorder, tooth disorder, vaginal discharge, visual impairment, eyeglasses therapy, abdominal pain upper, uterine leiomyoma, back pain, hormone level abnormal, pruritus generalised, menometrorrhagia and crying outcome was unknown and the alopecia, blepharitis and eyelids pruritus was resolving. The reporter considered abdominal pain lower, abdominal pain upper, adenomyosis, alopecia, arthralgia, back pain, bladder disorder, blepharitis, crying, dysmenorrhoea, dyspareunia, eyeglasses therapy, eyelids pruritus, fatigue, female sexual dysfunction, hormone level abnormal, hot flush, hypersensitivity, menometrorrhagia, menorrhagia, pelvic pain, pruritus generalised, skin irritation, tooth disorder, urinary tract disorder, uterine leiomyoma, vaginal discharge, vaginal haemorrhage, vaginal infection, visual impairment, weight decreased and weight increased to be related to essure. The reporter provided no causality assessment for abdominal pain lower, abdominal pain upper, adenomyosis, alopecia, arthralgia, back pain, bladder disorder, blepharitis, crying, dysmenorrhoea, dyspareunia, eyeglasses therapy, eyelids pruritus, fatigue, female sexual dysfunction, hormone level abnormal, hot flush, hypersensitivity, menometrorrhagia, menorrhagia, pelvic pain, pruritus generalised, skin irritation, tooth disorder, urinary tract disorder, uterine leiomyoma, vaginal discharge, vaginal haemorrhage, vaginal infection, visual impairment, weight decreased and weight increased with mirena. The reporter commented: since removal surgery her symptoms have mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion,; on (B)(6) 2017: total bilateral occlusion. (B)(6) 2017- hysterosalpingogram. Impression: essure coils are well positioned within the fallopian tubes bilaterally, with bilateral tubal occlusion, focal filling defect left uterine body. This does not correspond to the location of the fibroid seen at prior ultrasound. Consequently, this may represent an endometrial polyp or a submucosal fibroid not visualized previously. Concerning the injuries reported in this case, the following ones were reported via social media female pelvic pain, metrorrhagia, uterine fibroids, leiomyoma, adenomyosis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-aug-2018: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report. A 42-year-old female patient experienced pelvic pain and dyspareunia during the use of levonorgestrel intrauterine system (lng-ius) for contraception. Dyspareunia is unlisted while pelvic pain is listed according to the reference safety information for lng-ius. Considering the events´nature, a causal relationship between their occurrence and the use of lng-ius cannot be excluded.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who had essure inserted for sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal infection ("chronic vaginal infections"), dysmenorrhoea ("abnormally severe menstrual pain"), abdominal pain lower ("lower abdominal pain"), the first episode of menorrhagia ("heavy menstrual bleeding"), the second episode of menorrhagia ("prolonged and abnormal menstruation"), arthralgia ("severe joint pain"), dyspareunia ("painful intercourse"), skin irritation ("skin irritation on face, including rashes, redness and bumps") with rash papular, alopecia ("hair loss"), fatigue ("chronic fatigue"), weight increased ("weight gain") and weight decreased ("weight loss"). The patient was treated with surgery (total hysterectomy and bilateral salpingectomy - uterus, cervix and both fallopian tubes removed). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vaginal infection, dysmenorrhoea, abdominal pain lower, the last episode of menorrhagia, arthralgia, dyspareunia, skin irritation, alopecia, fatigue, weight increased and weight decreased outcome was unknown. The reporter considered abdominal pain lower, alopecia, arthralgia, dysmenorrhoea, dyspareunia, fatigue, pelvic pain, skin irritation, vaginal infection, weight decreased, weight increased, the first episode of menorrhagia and the second episode of menorrhagia to be related to essure. The reporter commented: since removal surgery her symptoms have mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2013: occlusion of fallopian tubes company causality comment: incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.